Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe and distal tip crack issues could not be determined, however, the issues were likely the result of wear due to physical stress during user handling/mishandling and repetitive use. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope failed the leak test and had a slack under its knobs. There was no procedural involvement and therefore no report of patient harm. The device was returned, evaluated, and there was a gap between the acoustic lens and the ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to deformation of the suction connector and damage on the upward/downward knob. In addition to the gap between the acoustic lens and the ultrasound probe, other evaluation findings are as follows: the forceps control lever did not move smoothly due to damage on the lever mount; the upward/downward knob could not be locked securely due to wear of the forceps elevator lever; the air/water cylinder was discolored; the grip, the light guide lens, and the forceps elevator lever were scratched; the scope body and the distal end were cracked; the suction cylinder and the channel tube were discolored; the acoustic lens was damaged; the adhesive around the objective lens was chipped; and the bending angle in the down/right/left directions did not meet the standard value due to wear of the angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if is provided by the user facility.